Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Additionally, it is taking much more insulin to fill tubing. Reportedly, the customer loaded cold insulin into the cartridge and did not perform the proper air removal process during the load sequence. Customer¿s blood glucose level ranged from 102-155 mg/dl.